Manufacturer narrative:
Batch review performed on 01 september 2020. Lot 189670: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 02 april 2020: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 1910285: (B)(4) items manufactured and released on 24-jan-2020. Expiration date: 2024-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.